Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly and the cartridge disengaged into the pt's cavity. The surgeon was able to retrieve the cartridge and applied another device to complete the procedure. The hosp has reported no pt injury occurred.